Event description:
It was reported, "a power PICC only implanted about one and a half months ago broke down. The PICC is cracked at approximately 3 cm. Occurred during use."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leak in the catheter is confirmed; however, the exact cause is unknown. One video of a power PICC solo was returned for evaluation. An initial visual observation of the video showed a powerpicc solo being infused with a clear fluid and a leak emanating from the catheter tubing near the 8 cm depth marker. No details of the damage could be seen in the returned video. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause this complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "a power PICC only implanted about one and a half months ago broke down. The PICC is cracked at approximately 3 cm. Occurred during use." Additional information provided 02/28/2024: it was reported, "there were no consequences for the patient, as the rupture was detected upon removal of the PICC at the end of therapy."

Event description:
It was reported, "a power PICC only implanted about one and a half months ago broke down. The PICC is cracked at approximately 3 cm. Occurred during use."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.